Event description:
Customer reported receiving a freestyle blood glucose test result of 98 mg/dl compared to a lab result of 128 mg/dl within a 10 minutes period. The results of the comparison are just outside the manufacturer's allowed 20% variance.